Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was requested, invalid lot number for part 314.743. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of ria driver shaft broke intraoperatively. There was a surgical delay of 90 minutes. The generated fragments could be removed from patients body. No information about patient outcome. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: customer quality evaluation: the 314.743, lot number 14564-01, ria driveshaft l520 was returned with broken off distal tip. This complaint is confirmed. It is an oblique break and approximately 9.2 mm (length) of the distal tip is broken off. The fragment(s) were not returned. A visual inspection under 5x magnification, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. The 314.743 ria driveshaft l520 attaches to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The distal tip of the ria driveshaft mates with the reamer head. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force/torque applied to the tip of the drive shaft resulting in stresses beyond the failure limit. Additionally, consistent force and repeated loading over the instrument's lifetime (10+ years) causes material fatigue and fatigue failure. DHR review shows no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Top level drawing and drive shaft component drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The circular shaft proximal to the breakage point was measured to have a diameter of 5.19 mm which is within spec. The inner diameter was measured to be 3.74 mm which is within spec. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional device product code: hrx. A device history record (DHR) review was performed for part: #314.743, synthes lot # 5309788, supplier lot # 14564-01: release to warehouse date:17(B)(4), expiration date: na, supplier: criterion tool & die: no non conformance reports (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device history record review was requested and pending completion. A supplemental report will be submitted when upon completion. Corrected data: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.